Manufacturer narrative:
(B)(4) evaluation summary: visual and functional inspections were performed on the returned device. The inflation issue and leak were confirmed. The investigation was unable to determine a conclusive cause for the leak. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a vessel lesion located in the tibial region with moderate calcification. A 2.0 x 120 mm armada 14 balloon dilatation catheter was advanced without resistance to the lesion and crossed successfully; however, the balloon would not completely expand when inflated to the nominal pressure. A leak was observed from the hub. The armada was removed and a new 2.0 x 200 mm armada was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.